Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return as it was discarded at the hospital. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device indicate to use the lumbar catheter strain relief, which is designed to fit securely over a luerlock connector. The strain relief is used to provide support to and lessen the potential of catheter kinking at the luerlock connector junction. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the luer lock connector eroded a hole in the lumbar catheter. According to the report, there was difficulty connecting the lumbar catheter to the lure lock connector. Reportedly, there was no injury to the patient.